Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that when priming, placement signal drifted up to 9/9. Tried to unplug and plug back in but wouldn¿t fix. The pump was explanted and replaced. There was no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary impella 5.5 pump sn643813 returned. Placement signal issue: . Data logs were not available for investigation. The pump was returned. When connected to a console, all 5s parameters were within the expected range. Calibrated and factory g0 were 24 apart, suggesting no abnormalities with the sensor calibration. The pump also passed laser continuity testing. Finally, the pump was connected to the console again, and the ps was reading ~5 mmhg in air. It was then run in a bucket of water at p-8 for several hours and the ps was reading ~10 mmhg, which is not abnormal. Since limited clinical details were provided and data logs were not available for review, the cause of the placement signal issue could not be determined. Device history lot device lot: 2003696 device history batch subcomponent: na device history review pump sn (B)(6) passed all post-sterile inspection checks.